Event description:
Olympus was informed that during cleaning/reprocessing after an unspecified procedure, the user facility staff noticed that 2 fragments/parts each of approx 3 x 4 mm in size were broken out of the valve tubing's irrigation connector. No fragments/parts fell inside the pt's body cavity as they were found post procedure on the instrument tray during search in the decontamination room. There was no report about an adverse event of pt involvement.

Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.